Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and that their infusion pump alarmed no delivery. The customer's blood glucose at the time of the event was 200 mg/dl. The customer treated the high blood glucose with an insulin pen. The customer declined to perform troubleshooting for the event. The customer reported that the no delivery alarm was resolved by replacing the reservoir. The reservoir will not be returned for analysis.